Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc), therefore omsc could not evaluate the subject device. The manufacturing record was reviewed and found no irregularities. The exact cause of this issue could not be conclusively determined. This type of ptfe pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the ptfe pad was peeled when the user continued to activate seal & cut mode without contacting tissue (including after the tissue already cut). The instruction manual of the device has already warned as follows; do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During a minimally invasive operation, the subject device was used. The ptfe pad of the subject device was peeled. There was no patient injury reported.